Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation as both the vad and the controller remain in use. No performance allegation was made against (B)(6). A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 23/sept/2025 at 13:02:07, in which parameters were atypical. Log file analysis also revealed a controller power-up and associated motor start event logged on 23/sept/2025 at 13:02:02, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 27% rsoc. The data point recorded after the loss of power indicated that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for ten (10) seconds. As a result, the reported event was confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. D1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: no h3: yes h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient reported during a battery change for the controller a double disconnects of power sources occurred, resulting in a loss of power to the controller. The patient reported disconnecting one battery and reconnecting a new battery, pausing to wait for a confirmation beep, then disconnecting the other battery to replace it, at which point a continuous tone was heard and power was lost to the controller. The patient quickly reconnected a new power source. Logfiles were submitted and reviewed, revealing a motor start event with parameters outside of the typical range. Laboratory tests were conducted, and all results were normal with no concern for thrombus. Continued precautions and patient management recommendations were discussed with the coordinator regarding abnormal motor starts. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 21-dec-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.